Event description:
The facility's biomed reported the pump was reported to underinfuse during routine preventative maintenance testing using a biotech infusion analyzer, there was no patient involvement. It was reported that the result expected was 200ml/hr but the result was 150ml/hr. Evaluation results indicate the device was underinfusing by more than 10% of the specification limit.